Event description:
The customer reported to olympus, no image appears on the visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the lamp light intensity was low and a faulty lens guide connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The following tests were performed, but the blackout was not reproduced: combining otv-s7pro, clv-s40pro, images in low-and high-temperature conditions were checked, tested vibrations to the housing and connectors, and aged them for more than 8 hours. However, the device problem was not confirmed. On the other hand, the repair department has confirmed that the lamp light intensity has decreased and that l/g connector receiver is defective. Repair was recommended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.